Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent successfully deployed to the mid lad. Nine days post index procedure, the patient suffered thalamic bleeding. Investigator indicated that there was no relationship with the study product, drug or procedure. Patient was asymptomatic / free of symptoms at 6, 9 and 12 month follow up.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).

Manufacturer narrative:
Patient is a former smoker with a history of hyperlipidemia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.